Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for testing and evaluation, but the engineering report is not yet available. Additional information has been requested and will be submitted within 30 days upon receipt.

Event description:
As reported by the sales rep, after using a 3.5x10mm sakura fire star balloon, the nurse noticed that when they took the balloon and placed it on the back table, the body of the balloon appeared seriously defective. The nurse also stated that they felt that the balloon took longer than normal to deflate.

Manufacturer narrative:
As originally reported by the sales rep, a 3.5x10mm sakura fire star balloon appeared damaged after use. The damage was noted when the product was removed from the patient and placed on the sterile instrument table. Additionally, the nurse also stated that they felt that the balloon took longer than normal to deflate. There was no injury to the patient. During investigational efforts to clarify the events, the nurse reported the balloon damage was actually inflicted while showing a person being trained to scrub what a balloon looked like inflated. The reporter confirmed that the product was prepped following IFU instructions. There was no difficulty reported delivering the device to the lesion. The brand of contrast media used was visipaque. The contrast to saline ratio used was 20/12. The brand of inflation device was merit and there was no issues using the same indeflator with other devices. The nurse stated that after diluting the saline to ratio contrast more, there was no delay in balloon deflation noted. The IFU instructs to use a 1:1 saline to contrast ratio. One non-sterile sakura fire star 3.50 x10 mm unit was received coiled inside a plastic bag. The unit showed residues of inflation medium inside of the inflation lumen and inner body. No other damages were observed on the catheter. A stopcock was received attached to the hub. The unit was pressurized to inflate the balloon and deflated without difficulties in 6.6 seconds. There was no evidence of inflation/deflation difficulty during functional testing performed. Sem analysis results revealed that the transitional and the proximal seals presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal surface material damage. The reported failures "deflation difficulty" and "body shaft damaged" were not confirmed. There are no indications that the reported issues could be related to the manufacturing process and no corrective actions will be taken at this time. Based on the information available, it seems that manipulation of the balloon for training purposes after used may have contributed to the reported damage in the shaft. Additionally, a higher concentration used of saline to contrast ratio increases fluid density leading to possible inflation/deflation difficulties. Therefore, there are procedural factors that may have contributed to these reported events.